Event description:
It was reported that needle eclipse s/t 25x5/8 rb safety mechanism broke. The following information was provided by the initial reporter: 1.was the course of treatment changed? No change. 2. Any harm on the patient? No harm. 3. Any exposure to blood/bodily fluid? Needle stick injury from sc needle to member of staff. 4. Any medical intervention? Risk assessment , blood test as per inoculation injury policy. 5. Any other action taken? Incident reported on datix.. Staff member administering sub cutaneous injection and when closing the cover over the needle to cover became detached and the staff member received a needle stick injury. Followed all process in our inoculation injuries policy including making wound bleed, syringe and needle were disposed of immediately reviewed by doctor, bloods taken after patient consent, and explanation to patient.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/26/2021. H.6. Investigation: a device history record review was completed for provided lot numbers 2104008. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, twenty-five used eclipse needle samples were returned for evaluation by our quality engineer team. All of the needle samples were examined and no defects could be observed with the safety mechanisms. It was possible to activate the needle covers correctly by following the steps outlined in the instructions for use. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this reported incident. Each lot number produced is tested for safety shield activation prior to release. The reported lot number was found to comply with all specifications. The assembly process has a system which inspects all product for proper opening and activation of safety shields and rejects any defects identified. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter zip:(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle eclipse s/t 25x5/8 rb safety mechanism broke. The following information was provided by the initial reporter: was the course of treatment changed? No change. Any harm on the patient? No harm. Any exposure to blood/bodily fluid? Needle stick injury from sc needle to member of staff. Any medical intervention? Risk assessment , blood test as per inoculation injury policy. Any other action taken? Incident reported on datix. Staff member administering sub cutaneous injection and when closing the cover over the needle to cover became detached and the staff member received a needle stick injury. Followed all process in our inoculation injuries policy including making wound bleed, syringe and needle were disposed of immediately reviewed by doctor, bloods taken after patient consent, and explanation to patient.